Event description:
According to available information additional information received 08/05/2021: patient left implant fully inflated for too long and capsule formed around deflated reservoir space. Revised and replaced. Malfunction: auto inflation. A new reservoir was implanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information additional information received 08/05/2021: patient left implant fully inflated for too long and capsule formed around deflated reservoir space. Revised and replaced. Malfunction: auto inflation. A new reservoir was implanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.